Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8m fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and found to have damaged conductor wire insulation at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result, but the wire was not broken as reported by the customer. Thermal damage was observed on the yaw pulley next to the conductor wire insulation damage. Other components adjacent to this conductor wire did not show damage. The instrument passed the electrical continuity test in both grips.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to surgical port placement, the 8mm fenestrated bipolar forceps (fbf) instrument conductor wire was found broken. The user completed the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire insulation was stripped/damaged.